Event description:
Customer complaint alleges "during routine equipment check, the cap at the end of the laryngoscope handle was broken and unable to lock into place."no patient involvement was reported with this event.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "during routine equipment check, the cap at the end of the laryngoscope handle was broken and unable to lock into place." No patient involvement was reported with this event.